Manufacturer narrative:
A DHR review for lot #u80230616 and lot #u80230623 was performed and no non-conformances were identified. No device was returned by the customer for failure analysis investigation. However, evaluation was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde) on an unused universal seal with the part # but different lot/batch # (u80230630). The cde was able to replicate the septum tear reported by the customer by inserting an 8 mm optical bladeless obturator and 30 degree endoscope at a high angle through the cannula seal.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair surgical procedure, part of the universal seal accessory fell into the patient. The surgeon had just completed a hernia repair and was performing a final visual sweep of the field when he noticed a black, crescent shaped fragment. The fragment was removed robotically. After the universal seal accessory was removed, it was visually inspected, and it was observed that a black piece of the inside of the seal was missing. The customer is not aware of what caused it to break off. This finding did not have an effect on the outcome of the procedure. The procedure was completed as planned.

Manufacturer narrative:
Based on follow-up with the customer, the universal seal used during this event was discarded and cannot be returned. Section d4: the customer stated the universal seal captured in this report belonged to either lot u80230623 or u80230616 but could not confirm which. An investigation into this event in ongoing, a follow-up MDR will be submitted when additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.